Event description:
Pt came back to the hospital a few days after implantation because he received shocks. Upon device interrogation, two warning messages were displayed: the first one was mentioning a device reset; the second one was indicating that one maximum energy shock did not reduce the arrhythmia. Preliminary analysis confirmed the device was functioning normally.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.